Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h.6. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis of the photographs identified. Capsular contracture: unable to observe, as it is not related to the manufacturing process. Nerve damage: unable to observe, as it is not related to the manufacturing process. Varied injuries: unable to observe, as it is not related to the manufacturing process. Rupture and silicone migration: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient, later reported, "my body is now contaminated with material from the defective implants" and "capsular contracture". This record is for the right side. The device has been explanted.

Event description:
Patient reported rupture as well as "hormonal disorders and nervous system impairments". The device has been explanted. The affected side is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.